Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with no delivery alarm during fixed prime after changing site. The blood glucose was 112 mg/dl at the time of the incident. Customer advised to always complete rewind and load reservoir process before connecting back to set. The insulin pump will not be returned for analysis.